Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing did not find any anomalies.